Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "pain". Healthcare professional additionally reported "capsular contracture baker grade unknown" . Healthcare professional later reported "there was significant capsule formation". Device has been explanted and replaced.

Event description:
Patient reported right side "pain". Healthcare professional additionally reported "capsular contracture baker grade unknown" . Healthcare professional later reported "there was significant capsule formation". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.